Event description:
It was reported that on (B)(6), 2012 the patient was referred to a physician's office for a catheter revision. It was not stated in the records that a dye study was performed not why the revision was needed. The reporter stated that the patient was experiencing out of control and painful muscle spasms that were worsening by the day. The pump was interrogated but no printout was made on (B)(6) during a pump refill procedure. It was noted that at the time the pump was functioning normally. The patient was seen on (B)(6) for a dosage increase/pump refill and had no complaints at the time. The medication used in the pump was baclofen 2000mcg/ml and fentanyl 15mcg/ml. Additional information has been requested but was not available at the time of this report.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Product ID 8709, serial# (B)(4), implanted: 2003-(B)(6), product type catheter. (B)(4).